Event description:
It was reported the customer had a sensor break when the sensor was inserted into the inserter. Customer's blood glucose was 3 mmol/l. The sensor will be returned and replaced.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor showed that it was complete with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.